Manufacturer narrative:
Analysis of the lead (model # 3387-40, lot # v000525) found no significant anomaly. Outer insulation separated at butt joint on the distal end at electrode #3. Proximal end of lead not returned.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7436, serial # (B)(4), implanted: (B)(6) 2005, product type programmer; product ID 3387-40, lot # v000525, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot # v000525, implanted: (B)(6) 2005, product type lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a seizure with stimulation. There was no known accident or incident related to the symptoms. The patient had a history of falls but none specifically related to this incident. The patient would usually fall straight over. It was reported that the lead was visibly damaged, and that the lead had migrated further into the brain, possibly into the hippocampus but the manufacturer's representative wasn't sure. Films were taken which showed the lead was bent inside the brain. Upon explant it was noted that the insulation between the electrodes was stripped away. All electrodes were still intact on the lead. The lead was replaced with a new lead on (B)(6) 2012. The neurostimulator had not been turned back on yet. If additional information is received, a follow up report will be sent.